Event description:
The reporter's mother entered the hosp for a carotidendarterectomy. According to the reporter, the physician stated the prolene 6-0 suture was used to close the artery. Approximately 1-2 days postop, the suture broke resulting in massive hemorrhage. His mother did survive this incident; however, she sustained substantial anoxic injuries throughout her body. Over the next three weeks, she began to have multisystem failures which ended with her death. The remainder of the lot of suture was reportedly returned to ethicon. According to the physician, the suture failed. According to ethicon, prolene suture is to be used in conjunction with silk suture. Ethicon has implicated the physician. The reporter has been pursuing the matter with legal measures, but to no avail.